Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that the customer received multiple, intermittent occlusion alarms. During that time-frame, the customer's blood glucose (bg) level was ranging from 200-500 mg/dl; however, the contact was unsure if the high bgs were related to the occlusions. The contact would assist the customer with the high bg levels by administering insulin injections with pump therapy. As the occlusions and high bg levels had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the events.